Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnosis which was delayed and the procedure was replanned and completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that geometry movements were partially unavailable. Review of the system log file confirmed that geometry movement was partially unavailable. Upon troubleshooting fse found that fse determined that the geo pc is repeatedly rebooting at the bios stage. To resolve the issue, fse replaced the geo pc and allowed the automatic software to reload, downloaded board software for the xmp controller. The defective component was returned to philips for analysis and confirmed the booting problem. The system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the geometry movements were partially unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.